Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition; the distractor tip shows damage to the first threads at the distal tip. Most of the first two threads are broken off. The other broken portion was not received. Additionally, the body of the device exhibits scratches and scuff signs all over the surface material. This instrument can be cross threaded to the bone screw if introduced off axis. The reported distractor tip device 03.632.083 is part of the matrix (deformity / degenerative) spine system. The applicable technique guides and related literature were reviewed. Four distractor tips (03.632.083) are included in the system. The surgeon uses this device with the matrix distractor rack (03.632.087) to distract the lumbar spine for interbody fusion. This tip interfaces with pedicle, polyaxial, and reduction polyaxial screws. The distractor tip threads into the female thread of the matrix pedicle screw. The applicable technique guides fully illustrate the proper method of loading & unloading matrix pedicle screws and various distractor tip attachments from a detachable holding sleeve in conjunction with a matrix t25 driver. A review of the applicable drawing was performed. These drawings call out the appropriated dimensions, and material for the driver and 17-4ph for the distractor tip and finishing processes for a successful corresponding device design. The device was found to be adequate for its intended use. The locking cap (04.632.000) dictates the use of this device. In conclusion, based on the evaluation results, it is not clear how the confirmed condition was caused however the respective design of each reported device was found to be adequate for their intended use and did not contribute to cause this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has not been received. A device history records review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history recorded was completed: magnum manufacturing center, inc. Manufactured the distractor tip for matrix, detachable holding sleeve. The certificate of compliance (dated september 15, 2011) indicates the lot was manufactured and conformed to specifications. The lot was inspected and conformed to the synthes inspection. There were no complaint-related issues, mrrs, or ncrs associated with this lot. 53 parts were released to the warehouse on september 20, 2011. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while prepping for an upcoming surgery, sterile processing department discovered that the distractor tip for matrix detachable holding sleeve (03.632.083) was missing a portion of the threading due to wear. The missing portion cannot be located. No reported issues with the device prior to the discovery. There was no patient or case involvement. This is 1 of 1 report for event (B)(4).